Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, elective replacement indicator (eri) triggered multiple times due to 3-hour battery voltage measurements leading up to eri being low. Eri triggered on (B)(4) 2014 was cleared on (B)(4) 2015 and eri triggered again 12 hours later. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) after 1 month of service. Evaluation of stored data indicated that the ipg could not measure the battery voltage due to a measurement lookup issue. During subsequent ipg device follow-up, the pacemaker restored from the eri indication. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.